Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) for chest pain and initiated a remote transmission. The right ventricular (rv) lead was found to have t-wave oversensing (twos), ventricular oversensing, and sensing integrity counter (sic) episodes. The lead remains in use. No further patient complications have been reported as a result of this event.